Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a few months postoperatively, a tfna nail had broken at the dynamic hole.

Event description:
Additional information received states that there was no surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, h5 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received from the sales rep states that: as just explained, a blade (=04.038.395, lot 7910p45) belongs to the broken nail (=04.037.144, lot 4058p13), and there is no complaint about the blade. It concerns the complaint pc-001760741 and was the implant removal. They only had to send in the broken nail. The separate blade (=04.038.395, lot 1370p52) belongs to complaint pc-(B)(4). A new nail was implanted here, and the blade could not be hammered in. It was replaced by another one, and this could be smashed. Therefore, the question arises with this blade why it did not go through the nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the tfna fem nail ø11 r 130° l235 timo15 was found broken in two parts across the distal screw hole. The broken fragment was returned for examination and the fracture surface was examined. The fracture suggest that the implant was exposed to a big stress causing the rupture of the implant. Other section of the fracture show small areas in the form of beach marks, indicating fatigue. Therefore, based on this evidence it is reasonable to conclude that the fracture was caused in two events the first were the implant underwent a high stress an the second the low cycle fatigue. No signs of damage related to the material are observed. Additionally it was observed with signs of scratches and wear which could have been due to implantation and extraction process. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the tfna fem nail ø11 r 130° l235 timo15 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review manufacturing location: monument. Manufacturing date: 27-jan-2023. Expiration date: 01-jan-2033. Part number: 04.037.144s, 11mm/130 deg ti cann tfna 235mm/right-sterile. Lot number: 4058p13 (sterile). Lot quantity: (B)(4). One piece was scrapped in cell at op#120, bead blast, for dropped part. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection certificate, 04.037.144s-14-btq943554 / 3, met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(4) supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 3878p29 lot quantity: (B)(4) three pieces were scrapped in cell at op# 11, machine complete, for thread-pitch diameter. One piece was scrapped in cell at (B)(4), final inspection, for surface finish dings/scratches. Production order traveler met all inspection criteria apart from the four pieces noted. Inspection sheet (B)(6) rev a met all inspection acceptance criteria apart from the four pieces noted. Part number: 04.037.942.2, lock prong, 130 degree, tfna static locking prong lot number: 4137p01 lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong, 130 degree, tfna static locking prong lot number: 4137p04 lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 2002p34 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) dated 24-aug-2022 was reviewed and determined to be conforming. Lot summary report, dated 28-dec-2022, met all inspection acceptance criteria. Raw material receiving / put away checklist met all inspection acceptance criteria. Device history review 30-jan-2025: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received stating that the revision surgery was due to a fracture that did not heal and therefore the nail was broken. The patient was stable and surgery was successful.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.